Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the cap on the bd¿ thin wall pen needle was loose and wouldn't remain attached. The following information was provided by the initial reporter, translated from (B)(6) to english: "the protective caps on the pen needles are loose, which is why the patient stabs himself when pulling the needle."